Event description:
The account generated a false positive architect troponin-I result on an emergency room patient specimen that repeated architect troponin-I negative. The account stated the initial blood draw was architect troponin-I negative (0.00ug/l) and the patient was sent home prior to the results of the second blood draw. The second blood draw was architect troponin-I positive (0.194 ug/l, lab cutoff = 0.1 ug/l) and the patient was called back to the facility for additional blood draws which were architect troponin-I negative (0.01ug/l). The architect troponin-I positive specimen was repeated multiple times with negative results. The positive architect troponin-I result was reported outside of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Manufacturer narrative:
(B)(4). Evaluation - complaint activity review. The investigation team reviewed customer complaints received to-date to determine if others have experienced the issues encountered at the customer facility. The review of this data did not identify an increase in complaint activity for the issue the customer observed. Additionally, the investigation team performed a precision study for lot 39483un10. The architect stat troponin-I medium and high control levels were tested since the low control value reads below 0.20 ng/ml. Per the package insert, the architect stat troponin-I assay precision is less than or equal to 10% total cv for samples less than or equal to 0.20 ng/ml (less than or equal to 0.20 ug/l). Validity and acceptance criteria were met. The results are as follows: medium control %cv = 5.7; high control %cv = 5.0. Based on the investigation conducted, it was determined the architect stat troponin-I lot 39483un10 is performing as intended.